Manufacturer narrative:
The relevant nonconformance (nc) was closed with following investigation results: the defective sample was received and inspected. Based upon the defect appearance it was found out that the defect occurred at the packaging area. The catheter was sealed between the packaging film and paper during primary packaging process. Catheter with such defect should have been detected by radar system. Radar is the monitoring equipment fitted on packaging machines to ensure its continued reliability of sounding an alarm in the packaging area when tubes enter the welding area. According to the standard operating procedure (sop), radar equipment has to be checked at every change of shift and change of welding tool. The machine log book was checked and concluded that the inspection was not performed as it is required. Responsible production technician will be retrained. No additional patient/event information is available. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on march 7, 2016. (B)(4)

Manufacturer narrative:
Date rec'd: 04/2019. MFR date: 05/2014. Based on the available information, this event is deemed to be a reportable malfunction. A preliminary investigation was performed on the returned unused sample and the visual inspection found that the device did not meet test requirements as part of the catheter was welded between paper and foil of package. The device therefore failed to meet specifications. The device history review showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met requirements. No non-conformity had been registered during the manufacturing process of the mentioned lot. No other complaint of this nature was received on the ref code within the last 24 months. After review of the returned product and previous investigation, a discrepancy was found that warrants further action and a non-conformance will be opened. This complaint will remain open until completion of the non-conformance. No additional patient/event information is available. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported and depicted via photo received that the "catheter was damaged on approximately 10cm. Sharp edge on the catheter." Reporter stated the product was not used but was available for return.